Event description:
Information received by medtronic indicated that the insulin pump had water on the screen. Insulin pump was neither bumped nor dropped. Infusion set and reservoir did not show sign of damage. Customer stated that the insulin pump rattles when they shake it. Retainer ring was not damaged. No harm requiring medical intervention was reported. The product was been returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Customer returned pump for an alleged exposure to moisture found on (B)(6) 2022. Insulin pump passed the displacement test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained serial label damage, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for exposure to moisture was confirmed on pcba 1 and force sensor.